Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part/lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported patient effect and stent elongation. The reported patient effect of occlusion is listed in the electronic instructions for use supera peripheral stent systems (IFU) as a known patient effect of the stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified distal superficial femoral artery that was restenosed. An unspecified supera peripheral stent system was implanted in the lesion approximately 3 months ago. However, the patient was re-admitted to the hospital as the stent had become occluded and extremely elongated in the lesion. Therefore, the patient underwent surgery and the stent remains in the patient. No additional information was provided.